Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen would not illuminate when the wake button was pressed by the customer. Reportedly, the customer was inconsistent in providing information and was non-compliant. Customer stated that when they plugged the pump in to a power source, the pump screen would illuminate, however, they were unable to interact with the pump features. Customer also reported that the pump screen would not illuminate when plugged in to a power source. Reportedly, customer stated that after charging the pump for 3 hours, the battery gauge remained displayed at 5%. Customer reported a blood glucose (bg) level of 290 (mg/dl). Customer stated that they did not administer treatment for the bg level because they did not have alternate insulin therapy. During a follow-up call with the customer on the same day, customer reported that their bg level was 130 (mg/dl) and that they still did not have back-up insulin therapy. Multiple unsuccessful attempts were made by tandem technical support to verify if the customer received alternate insulin therapy.